Manufacturer narrative:
Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. The confirmed symptom was found to be caused by a low fluid readings on a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt injury.